Event description:
Pt with cancer of the sigmoid colon underwent left hemi-colectomy. After excision of the descending and sigmoid colon, a sheet of seprafilm (12.7 x 15.2 cm) was applied under the midline incision and the excised parts were sutured with vicryl. A 20 cm incision of the first layer (peritoneum) for the ventrotomy was knotted with pds-ii (suture) and the second layer (skin) was closed with a skin stapler. The entire operation lasted 3.5 hours. The pt lost 600 cc of blood and was transfused with 320 cc (blood types not specified). One month later, the pt developed abdominal pain and fever, requiring hosptialization. The next day the pt's symptoms worsened. CT scan revealed ascites. Aerobic and anaerobic cultures of the pus were positive for gram-negative bacilli and bacteroides. The pt's white blood cell count was 11,700/mm3 and c-reaction protein was 22.52 mg/dl (date not provided). Emergency surgery was performed for peritonitis or possible strangulated ileus. During sugery, the pt was found to have an abscess between the abdominal wall and mesenterium and no seprafilm was found. Septic ascites was observed at the douglas pouch and paracolic gutters. The area was washed-out and a penrose drain was placed. Carbenin (panipenem betamipron) 1 g/day was started and discontinued 3 days later. The pt was again given carbenin. The pt's symptoms initially improved after the operation, but the fever and abdominal pain reappeared. An abscess was again found at the same location on CT scan. The abscess was drained and the pt was given modacin (ceftazidine) 2 g/day and dalacin (clindamycin) 600 mg/day for 3 days. The pt's symptoms improved and the pt was discharged from the hosp. The pt completely recovered. The relationship between the adverse events and seprafilm was reported as probable, per the physician. No sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.